Manufacturer narrative:
This supplemental report has been created with updated information with reference to manufacturer's report #1218950-2021-10887 previously submitted and closed. Information was received clarifying that the device was not in use. The issue occurred when attempting to restart the system after being shutdown by the customer biomedical engineer. A philips field service engineer (fse) was dispatched for onsite service. The fse found that due to electronic medical record (emr) connection issues, the biomed would shut down the central. The system lockup would occurring following the restart. The fse tested the customer system and there was no issue with either the connection or the lockup. No trouble was found. The fse continued to monitor for recurrence. The fse later went onsite, and replaced the computer hard drive, and checked the network status; the system met specification and was returned to use, after replacing the hard drive. This is considered a product malfunction. The issue was related to a hard drive failure; the hard drive was replaced, and the device was returned to use. No further investigation or action is warranted at this time.

Event description:
The customer reported a system lockup. The device was not in use on a patient at the time of the event.